Event description:
It was reported that at 75,000 joules while using the surgical fiber during a prostate procedure, the fiber failed. No additional information was provided or is available. The procedure was completed using an alternate procedure (rtu). Patient outcome: "do damages to the patient" - there was no injury reported.

Manufacturer narrative:
Populated date device returned to manufacturer. (B)(4). Populated device returned to manufacturer; device evaluated by manufacturer. Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.